Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2017. The patient dislocated after surgery. CT evaluation showed that the devices were not placed in their intended positions. The surgeon was unable to reduce the dislocation and decided to have revision components designed and manufactured. On (B)(6) 2019, the surgeon removed the left tmj devices and the right mandibular component and placed the revision devices.

Event description:
The patient's left and right tmj devices were removed due to recurring dislocation.